Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name::(B)(6). Full event site city:(B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's display won't close. The display was hit against something and the frame is warped, so it doesn't close properly. There was no patient involvement reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.